Event description:
It was reported that the patient presented foe a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was attempted to be implanted however, the helix sprung during cover of the protective sleeve. The vlp was removed and replaced. There were no patient consequences.